Event description:
I have a recalled philips bipap and have a tracheostomy. I complained to philips that I needed an escalation on my recalled device and a) they cannot give me ship date; and b) they say the dme will get the device and get it to me; but, the dme said they are not involved. How do I get a replacement device that won't shoot the stuff straight into my lungs via the trach? Second issue, I have the magnetic full face masks and a permanent pacemaker and noted strange arrythmias. While in the ICU, I was told by the medical staff that I should not use the full face mask since it was interfering with my pacer (I guess they noted this on the monitor) and the masks had been recalled. I have not heard anything from my dme or philips so I called philips and they told me that the masks have not been recalled. It's now rarely going to be a problem since I have a trach, but, for short periods I do cap the trach and can use the face mask so I would like a solution and neither the dme or philips is helping with either of these. FDA safety report ID# (B)(4).